Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension exl without loci instrument. The discordant results were not reported to the physician(s). The samples were repeated on another dimension exl instrument and resulted higher. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the device and replaced the integrated multisensor technology (imt) sensor. Diluent check and quality control were run and all is within specification. The cse compared the results of both dimension exl instruments and results were as expected. The cause of the discordant, falsely low sodium results is an imt sensor malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2013-00356 was filed on august 14, 2013. The initial MDR stated the instrument was a dimension exl without loci. The correct instrument name is a dimension exl with lm. Corrected information (08/15/2013): "discordant, falsely low sodium results were obtained on three patient samples on a dimension exl with lm instrument." (B)(4).

Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension exl with lm instrument.